Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered in the pump by the user was 76 mg/dl at 4:37 pm. Continuous glucose monitor was not in use on (B)(6) 2019. The user changed the insulin sensitivity factor in 4 out of 5 segments of the active personal profile from 1 unit:30 mg/dl to 1 unit:25 mg/dl. Multiple boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values and while still having insulin on board. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl; cause was unknown. Carbohydrates was consumed to treat bg. System check was performed and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.